Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the patient was revised due to tibial loosening. Revision operative notes were not returned to confirm this event. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall (B)(4) contains the related tibial lot number.

Event description:
It is reported that the pt has now been revised due to loosening.

Manufacturer narrative:
Visual inspection of the tibial component confirmed that bony ingrowth and foreign material was present on more than half of the posterior surface. The pegs appear to be cut away from the plate possibly for the removal of the implant and bony ingrowth can be seen on the pegs as well. Nicks and scratches can be seen on the anterior surface of the tibial plate. Dimensions were found conforming to print specifications where measured. The corrective and preventive action investigation for the persona tibia tm field action determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the pt is experiencing pain and clicking.

Manufacturer narrative:
This report will be amended when our investigation is complete.